Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, our technician confirmed that the down pulley wire fluid damage, the left pulley wire fluid damage, the electrical pin connector fluid damage, the insertion flexible tube buckled, the suction channel buckled, the up pulley wire stretched, the right pulley wire stretched, the balloon feeder return tube clogged, the air tube clogged, the water tube clogged, the control body corroded, the ccd drive pcb corroded, the remote control buttons cut, the us probe failure, and the insertion flexible tube bump; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.